Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and it was discovered that the customer was using humalog u-200 insulin. Reportedly the customer is using humalog u-200 insulin. Tandem technical support informed customer that using humalog u-200 insulin, is off label per the user guide. Customer changed the pump supplies as needed and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. H3 other text : device not returned